Manufacturer narrative:
(B)(4). Investigation summary: customer reported that port sites have been leaking on two separate occasions with two separate lot numbers. Only one affected sample was returned, and from the packaging included it was from lot number 20063492 . A device history record review for model 2426-0500 lot number 20063490 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 20063492 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the sample verified the complaint of leakage, and with minimal effort, the sample separated. Root cause description: the device leaked while primed with blue dye, and microscope analysis of the separation is shown. This analysis determined the root cause to be insufficient solvent applied during assembly. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv IV tubing leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event 1: material #: 2426-0500 batch/ lot #: 20063490". "We are having some issues with the bd alaris pump infusion set ref (B)(4). This week on monday & today we have had leaky port sites on the IV tubing. This is causing concern for safety with medication administration."